Event description:
As reported by distributor, "particle from rubber flange found inside the syringe." The syringe had been manufactured and shipped by namic as a bulk, non-sterile (OEM) device. There was no pt injury.